Manufacturer narrative:
System was evaluated for battery levels decreased rapidly with minimal drive motion. This did not occur while the system was under test at the manufacturing facility. Batteries operated to specification. System successfully completed several spins and drive motion worked properly. No problems found. Unable to confirm complaint of battery levels decreasing rapidly.

Manufacturer narrative:
Patient information provided. Patient weight field not sufficient to hold all digits, should read: 70.2 kg. A medtronic representative reported that the procedure was completed with the use of a c-arm with no impact to the patient.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. All eight trays of batteries were replaced and the reported issue was resolved. None of the replaced batteries have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system batteries were dropping to the lowest level after unplugging the umbilical cable. The system had reportedly been plugged in overnight. The system was rebooted without resolution. The surgeon opted to complete the procedure without the use of the imaging system and medtronic navigation. There was no delay to the procedure. No adverse effect on the patient was reported. No additional details were provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that an incision had been made. The site elected to continue the procedure without medtronic imaging and navigation. Correction: patient weight updated to proper value.